Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported a patient with incomplete flap during flap creation procedure. Small area within flap bed near hinge was did not cut. Surgeon observed the possible air between cone and contact at start of bed cut, appeared as vertical gas breakthrough. Surgeon was able to complete the procedure. There are multiple related reports for this event. This report addresses the patient jg's left eye and other manufacturer reports will be filed.

Manufacturer narrative:
A review of the device history record (DHR) traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. Review of the logfiles for the day of treatment shows no relevant errors or any relevant warnings. During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. The energy was stable during the whole day. The logfile shows five successfully performed treatments. As not treatment report was provided, all treatments of the day were reviewed. The logfile shows that the bcc (beam control check) for the treatments was conducted between forty minutes and thirty one: fifteen minutes before starting procedure instead of immediately before procedure. All treatments were finished successfully without any issue. No relevant deviation between planed and performed energy is detectable for any treatment. No technical root cause could be identified. No sample was returned to the manufacturer for evaluation. Further information was requested, but not provided. No final conclusion can be made for the reported issues. A root cause for the customer¿s reported event could not be determined conclusively. No technical root cause could be determined for the reported event. With current information a device malfunction can be excluded. The manufacturer internal reference number is: (B)(4).